Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hypoglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient experienced low blood glucose (bg) levels while wearing the pod and being trained at the hospital starting up on the omnipod device. The patient received a dose of glucagon via injection. The wrong amount of bolus was manually entered, causing the hypoglycemia.